Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch vita enhanced meter displayed an error message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the error message ¿redo test again¿ first occurred in ¿(B)(6)2015¿. The patient manages her diabetes with oral medication, diet and/or exercise. She denied making any changes to her usual diabetes management routine as a result of obtaining the alleged error message. She alleged that on (B)(6) 2015, she developed hypoglycemic symptoms of ¿shaking¿. She reported that also on (B)(6) 2015, she consumed ¿some sugar¿ to treat her symptoms and that she went to see her doctor who decreased her medication dose. During troubleshooting, the csr noted that the patient had not been using the meter for the first time. The csr walked the patient through resolving the issue and the issue was resolved. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hypoglycemia after the alleged error message began.

Manufacturer narrative:
Follow-up # 2 device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Follow-up # 2: this supplemental is being sent to correct information that was submitted previously within the narrative of follow up #1. The patient¿s strips have been received and tested, the patient's meter had not.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, performance testing with blood was performed on the retain test strips. The retain test strips passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.